Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to site to test the equipment. Representative reported that a computer was replaced to resolve the issue. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The computer has not been received by the manufacturer for evaluation.

Event description:
Medtronic received information that while outside of procedure, a framegrabber error was received from the windows operating system. It was reported that the issue occurred when turning on the system. Site clicked the red x on the error to close the window and the system was used for a subsequent procedure. There was no patient present at the time of the issue.